Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This scope was received and evaluated at an OEM for investigation. The reported failure ¿piece of distal tip missing" was confirmed. Per OEM: visual inspection: scope was evaluated by eye, with eye loupe to determine the scope has piece of distal tip missing. Functional inspection: the distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. Alleged problem confirmed: yes. Actual failure mode(s): fiber, outer tube. Root cause(s): damaged distal tip fiber and outer tube damage occurred during use / handing by the customer. Manufacturer error: no. Failed part/component(s): fiber, outer tube. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that a piece of the distal tip is missing.

Event description:
It was reported that a piece of the distal tip is missing.